Event description:
We received an allegation of questionable ise results for 6 patients' samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium (na), and chloride (cl). Sample 1 (patient 3): na: initial result: 150 mmol/l. Rerun result: 141 mmol/l. Sample 2 (patient 4): na: initial result: 147 mmol/l. Rerun result: 140 mmol/l. Sample 3 (patient 6): na: initial result: 154 mmol/l. Rerun result: 148 mmol/l. Sample 4 (patient 8): cl: initial result: 119 mmol/l. Rerun result: 108 mmol/l. Sample 5 (patient 9): na: initial result: 149 mmol/l. Rerun result: 143 mmol/l. Sample 6 (patient 10): na: initial result: 153 mmol/l. Rerun result: 143 mmol/l.

Manufacturer narrative:
The na and cl electrodes' lot numbers and expiration dates were not provided. The ise check was performed on 13-nov-2023 after the customer cleaned the ise module. The field service engineer (fse) visited the customer's site and found that the red centralizer on the vacuum was no longer available and that the drying well of the sample probe was clogged. The fse readjusted the centering device, replaced the vacuum tube, and unclogged the drying well. The root cause was consistent with a maintenance issue. The service actions (readjusting the centering device, replacing the vacuum tube, and unclogging the drying well) resolved the issue. No further issues were reported afterward.